Manufacturer narrative:
As reported, the bard/davol hydrosurg plus battery chamber had fluid at the end of a case. The subject device was returned for evaluation. Based on evaluation of the device it appears the fluid leak presented and passed the lip seal barrier. Cracks and excessive rtv were identified on the motor mount allowing fluid to pass through the motor mount and down the sides of the motor to the pc board and battery compartment. Based on the sample evaluation and investigation performed, the reported event was confirmed and the root cause determined to be manufacturing related.

Event description:
As reported, the bard/davol hydrosurg plus was used for hernia repair procedure on (B)(6) 2021. When the or staff opened the hydrosurg battery compartment at the end of the case, noted fluid inside the battery compartment. There was no performance issue and the device functioned as intended. There was no reported patient injury.